Event description:
It was reported that the patient underwent a full vns system replacement due to lead discontinuity. The lead impedance of the newly implanted system was within normal ranges. Further information later indicated that the patient had presented severe generalized seizures after being free of seizures and a surgical revision was planned, and that the patient also reported that she did not perceive the side effects of stimulation any more. All diagnostics were reported to return impedance results within normal ranges. A lead fracture was found during revision surgery. It was later reported that the patient had presented only one seizure since the surgical revision. The explanted devices have not been returned to date.

Event description:
The generator and lead pins were received for analysis on 04/20/2015. Analysis of the lead was completed on 05/05/2015. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Analysis of the generator is underway, but has not been completed to date.

Event description:
Analysis of the returned generator found that the device did not perform according to functional specifications. All failures were related to the reed switch. The reed switch functions do not affect the supply current, so this observed reed switch condition should have no adverse effect on battery longevity. Other than the reed-switch failure, there were no other performance or any other type of adverse conditions found with the pulse generator. The root cause of the reed switch condition remains unknown, but there is sufficient evidence that it did function during the implant period. Review of manufacturing records confirmed that the lead and generator passed all functional tests prior to distribution.

Event description:
Additional information was received from the nurse indicating that before the patient's lead was replaced, the patient stated she could not feel stimulation and knew something was not right. Impedance tests were reportedly ok and x-rays were taken which did not show any indication of a device failure.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.